Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon fired the clip applier and it became jammed and would not fire. When he tried to remove the device it was stuck on the cystic duct and was difficult to open. They were able to manually push the trigger and it release from the tissue. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned partially cycled; the firing sequence was completed and one conforming clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).